Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be non-malignant pain due to failed back surgery syndrome. It was reported that the patient's pump "had an issue with it and needed to be replaced." She didn't know anything else except that the pump was "acting strange" so the pump had been replaced. The patient also noted that her medication was generally changed every 1 year to 15 months because it would become less effective. This had been the case for the last 7 years. No further complications were reported.